Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens tore during insertion causing the posterior capsular membrane to tear. The lens was only partially inserted into the eye and was able to be removed in two pieces. A vitrectomy was performed and another lens was implanted. Additional information was requested.